Event description:
The event is reported as: the customer alleges that the very tip of the tuohy needle becomes bent, such that it obstructs threading of the epidural catheter past the needle tip. A new needle was used. There was no report of a pt injury or harm to the pt.

Manufacturer narrative:
The investigation is incomplete at the time of this report.